Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: please clarify: what was the black plastic wrapper? Are you referring to the black articulation joint cover? Complaint is referring to black articulation joint cover.

Event description:
It was reported by both instruments is the black plastic wrapper at the bend of the echelon ripped off and parts of it have fallen into the situs. The plastic could be recovered from the patient, no consequences for the patient.